Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: bf-uc190f has instruction manuals for cleaning, and the reprocessing procedures are described in the instructions. The following report confirms that the reprocessing ability of the device is guaranteed when the reprocessing procedures are followed according to the IFU. (Cleaning / disinfection / sterilization) bf-uc190f/uc290f/maj-2295 cleaning / disinfection / sterilization evaluation report: (B)(4). A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchofibervideoscope had foreign material embedded inside the insertion tube near distal end. There were no reports of patient harm.